Event description:
Robotic arm failure, surgeon and team observed a fenestrated bipolar robotic arm that had 5/14 life left, fail to function. Equipment #910090. Arm was removed. Replaced with a new arm and continued with the surgery.